Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. B5. Includes information reported to medtronic by the initial reporter pertaining to the first valve and delivery catheter system (dcs) used in the case. However, procedural images were submitted to medtronic for review. Medtronic identified an under expanded valve during deployment attempts with the second valve and dcs. Let this report reflect the product problem noted upon review of the procedural images. Product analysis: the suspect valve remains implanted in the patient and; therefore, will not be available for analysis. Additionally, the patient¿s executive summary was not provided for anatomical review. Intra-procedural fluoroscopic images were submitted. Two fluoroscopic valve load inspections were provided and appear identical. The outflow crowns appeared to be slightly misaligned which would be consistent with a misload. As stated in the device instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. It was reported that the misloaded valve was replaced. A pre-implant balloon aortic valvuloplasty was performed prior to the valve implant. The valve was then deployed just prior to the point of no recapture and under expansion was visible. Per medtronic best practices, if a valve is under-expanded: remove system, perform pre-dilatation, and implant new valve with new delivery system. In this case, a recapture was performed and upon the second deployment the valve appeared to be more expanded, and depth was approximately 3mm on the non-coronary cusp (ncc) in the cusp overlap view. Depth on the left coronary cusp (lcc) was approximately 2mm in the left anterior oblique (lao) view. The recommended target depth is 3mm relative to the valve annulus. If the implant depth is =1mm or >5mm, consider recapture. In this case, the implant depth was deemed acceptable. However, there is evidence of at least one more recapture. The third and final deployment showed a valve depth of 6mm on the ncc in the cusp overlap view and 3-4mm on the lcc in the lao view. The final angiogram revealed a well expanded valve and minimal aortic regurgitation/paravalvular leak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the loading performed by a medtronic representative, fluoroscopy revealed a misload occurred, with the tab positioned outside the pocket. The valve was never implanted and was replaced.

Event description:
It was reported that during the loading performed by a medtronic representative, fluoroscopy revealed a misload occurred, with the tab positioned outside the pocket. The valve was never implanted and was replaced. Additional information was received to report the replacement delivery catheter system (dcs) and loaded valve were inserted into the patient and navigated to the aortic valve in the heart. During the first deployment attempt, the valve frame appeared under expanded. The valve was recaptured into the dcs and re-deployed. Upon review of the second deployment, the underexpanded valve frame appeared to resolve. It is unknown how many recapture and deployment attempts were made prior to full release. However, the valve was ultimately fully deployed without issue. Additional information was received that two recaptures and deployments were performed during the procedure, and the first recapture was due to the valve position being too aortic not the under-expansion observed with the second.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the loading performed by a medtronic representative, fluoroscopy revealed a misload occurred, with the tab positioned outside the pocket. The valve was never implanted and was replaced. Additional information was received to report the replacement delivery catheter system (dcs) and loaded valve were inserted into the patient and navigated to the aortic valve in the heart. During the first deployment attempt, the valve frame appeared under expanded. The valve was recaptured into the dcs and re-deployed. Upon review of the second deployment, the underexpanded valve frame appeared to resolve. It is unknown how many recapture and deployment attempts were made prior to full release. However, the valve was ultimately fully deployed without issue.